Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain/ pain pelvic') in a 28-year-old female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, leiomyoma of uterus, unspecified and uterine bleeding. Concurrent conditions included sciatica, hyperthyroidism and hypertension. Concomitant products included amlodipine from (B)(6) 2017 to (B)(6) 2017 for hypertension as well as gabapentin from (B)(6) 2017 to (B)(6) 2017, metoprolol from (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2008, sertraline since 2015 and tramadol since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain/ pain abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 years 11 months after insertion of essure. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/ pain back") and pollakiuria ("urinary frequency"). In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain/ pain abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced eczema ("eczema"). In (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dysuria ("bladder pain during urination"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, menstrual disorder, vaginal haemorrhage, vaginal discharge, bacterial vaginosis, eczema, weight increased, fatigue, urinary tract infection, dysuria, pollakiuria and depression outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, menorrhagia, menstrual disorder, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Received treatment for the event pain, bleeding and uti. Current weight as of (B)(6) 2018: 180 lbs (81.6 kg). Approximate weight at the time of essure placement 150 lbs (68 kg). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dysuria lot number: 625979 manufacturing date: 2007/09 expiration date: 2009/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain/ pain pelvic') in a (B)(6) female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, leiomyoma of uterus, unspecified and uterine bleeding. Concurrent conditions included sciatica, condom, hyperthyroidism and hypertension. Concomitant products included amlodipine from march 2017 to may 2017 for hypertension as well as gabapentin from april 2017 to june 2017, metoprolol from march 2017 to may 2017, paracetamol (acetaminophen) since (B)(6) 2008, sertraline since 2015 and tramadol since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain/ pain abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 years 11 months after insertion of essure. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/ pain back") and pollakiuria ("urinary frequency"). In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain/ pain abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced eczema ("eczema"). In (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dysuria ("bladder pain during urination"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage, vaginal discharge, bacterial vaginosis, eczema, weight increased, fatigue, dysuria, urinary tract infection, depression and pollakiuria outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, menorrhagia, menstrual disorder, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Received treatment for the event pain, bleeding and uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Current weight as of (B)(6) 2018: (B)(6). Approximate weight at the time of essure placement (B)(6). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming event: pelvic pain, dysuria quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter was added. Essure removal reported. Removal details updated. Case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.